Event description:
The customer reported that an unnecessary medical intervention was taken based on the flat line ibp waveform displayed when 'optimum scale' was used.

Manufacturer narrative:
(B)(4) the customer reported that an unnecessary medical intervention was taken based on the flat line ibp waveform displayed when 'optimum scale' was used. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.